Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter stated that the pump was emitting recurrent call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/07/2014 with the following findings: a review of the pump¿s history showed multiple alarms with high force due to occlusion. At the start of testing, the time and date were accurately set. The pump was able to perform a rewind, load, and prime successfully. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.